Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they ¿really really wished they didn¿t have to charge up every day¿. They stated that they were told when they got their stimulator that they would have to charge it up every two to three days, but stated that they were having to charge it up every day. They stated that "it loses its juice fast". The issue of the patient needing to increase their stimulation from 3 to 5.5 was first noticed after the first year or 10 months. The patient reported that they weighed 112 pounds at the time of the event. No further complications were reported/anticipated.

Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient used to have their stimulation level in the 3's and now they had to set it way high around 5.5. The patient fell a year and a month ago which could have been related to this issue. No further complications reported.

Manufacturer narrative:
Event date: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient increased from 3 to 5.5 because they couldn't feel any stimulation. The had to turn it up to 4.2 to feel any pulse. The issue occurred about 8 months ago (so around (B)(6) 2018). No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2019 reported that the 2-3 days expected per programming. The patient had to charge every day (every 24 hours). The cause was not unknown. No further complications were reported.